Event description:
Facility rep reported eye tracker was not working properly prior to a procedure, and the tracker capture indicator would not go over 16. Procedure was delayed for an hour, but later performed with "great difficulty." Upon f/u, a nurse at the facility could recall event details but stated pt involved did not suffer any harm.

Manufacturer narrative:
During the on-site investigation, field service engineer (fse) adjusted pt bed x/y and swivel movement, fixation of the ir tracker, alignment of the hotspot, and recalibration of the energy tables. Equipment was stated to be in accordance with the specifications. A root cause, for the reported event, could not be determined. (B)(4).